Event description:
A cusaexcel2 was involved in an event which was described as follows; originally it was reported that the cusaexcel2 was "burning" the tissue and not aspirating. Additional info received on (B)(6) 2015, from the integra lifesciences representative who reported that there was no injury involved with this complaint. The surgery was prolonged and the surgery was completed by manually removing the tumor. Although he was not present during the surgery, he would not describe the failure as "burned tissue". His description would be that there was little or no aspiration. Amplitude was less than 100%. There was no overtorqueing involved with the case. The units in question are 13 years old and have never had any preventative maintenance. More than likely the issue is due to one console and 2 of their hand pieces are 13 years old. Further info received (B)(6) 2015, from the neuro coordinator is as follows; the tissue was getting burned or charred, irrigation wasn't flowing out the tip and the tissue wasn't being aspirated into the tubing. We (me the circulator and the scrub tech) trouble shooted everything we knew to do and the issue never resolved. It did no harm to the pt and the pt did not require any additional treatment. When the surgeons noticed it burning the tissue, they stopped using it and we used a piece of the mass that had been removed to do our troubleshooting and testing on.

Manufacturer narrative:
Integra has completed their internal investigation on 06/08/2015. Results: the cusa excel console hfb14015021e was not returned to integra for failure analysis investigation, a service engineer visited the reporting facility on the april 30, 2015. The service call duplicated the complaint incident. The failure analysis evaluation identified the customer's handpiece hcd1404802 was defective. The cusa excel console received a preventative maintenance check and was tested to f0388 ultrasonic product service. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Based on the complaint investigation completed by the service engineer, no further evaluation is required. Conclusion: the root cause of the complaint incident was identified as the customers handpiece. The DHR review could not be completed for the cusa excel console reported as defective since the serial number of the console was not provided by the reporter, the serial number is required for the DHR review. The DHR review will be completed during the failure analysis investigation if the serial number becomes available. During the time period "march 14 to april 15", the quantity of complaints over the review period with the key words identified in the complaint review can therefore be calculated as 0 02% of procedures.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.